Event description:
It was reported that a user experienced hyperglycemia following an infusion set supply change, with blood glucose rising from approximately 200 mg/dl to 365 mg/dl and confirmed by fingerstick; the user reported no bent cannula, no leakage, and use of an inset 6 mm 23-inch infusion set, then administered a subcutaneous insulin injection and subsequently completed a guided supply change with successful return of glucose to range. Symptoms included elevated blood glucose. Outcomes included transient hyperglycemia that was corrected with an external insulin injection and a successful supply change, without alerts, alarms, or hospitalization. Investigation included technical support troubleshooting and user education over the phone. Investigation of this case revealed no identifiable device malfunction and successful resolution after set replacement and corrective insulin dosing. It was concluded that the cause of hyperglycemia was unclear, with no confirmed device failure, and the event resolved after user intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.